Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient went to the emergency room on (B)(6) 2016 with abdominal pain and diarrhea. This was due to a sudden change in therapy or symptoms. It was unknown if this was related to the patient's device or therapy. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.